Event description:
It was reported the patient had been admitted to the hospital and inappropriate pacing was observed. Technical review of device data noted r waves greater than programmed and intermittent ventricular undersensed events on atrial tachycardia/atrial fibrillation episodes. Reprogramming of device parameters was completed by the physician and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).